Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause remains unknown. One video sample of an ez huber winged infusion set was provided for evaluation. The device is shown out of patient use and a syringe is attached to the y-site hub. A clear fluid is being infused with the syringe and appears to leak at the connection interface with the y-site hub. The cause of the leak could not be clearly observed from the video. Possible contributing factors include loose connection, damaged y-site hub, and extension tubing split. Since fluid appears to leak at the hub and syringe connection interface, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "this port was cannulated and used yesterday with no documented issues. When my triage nurse went to flush it today to get blood samples, she was having trouble flushing and noticed the saline was dripping out of the catheter instead of advancing forward. The leak occurred at the hard plastic part near the y-site before you get the part of the line where we attach the microclave. She decannulated the port and then this video was taken to further demonstrate the break" additional info rec'd 09/02/2020: "was there patient harm reported?: no". "What they¿re being treated for: colorectal cancer". "Concomitant therapy: folfox chemotherapy".

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "this port was cannulated and used yesterday with no documented issues. When my triage nurse went to flush it today to get blood samples, she was having trouble flushing and noticed the saline was dripping out of the catheter instead of advancing forward. The leak occurred at the hard plastic part near the y-site before you get the part of the line where we attach the microclave. She decannulated the port and then this video was taken to further demonstrate the break". Additional info rec'd 09/02/2020: "was there patient harm reported?: no". "What they're being treated for: colorectal cancer". "Concomitant therapy: folfox chemotherapy".